Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed a discolored cable. Discolored cable is a cosmetic issue that does not affect device functionality and it is not related to the alleged failure. A functional evaluation was performed on the returned device and a noisy motor was found. Further evaluation revealed a corroded gearbox. These failures have been determined to be related to the reported event. No overheating noted. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a component failure. Factors that could have contributed to the failure include cleaning and sterilization methods and the chemicals involved. Based on this investigation, the need for corrective action is not indicated. H11: corrected information in h6 (investigation findings, conclusions & component code).

Event description:
It was reported that, during set-up, the mdu was getting hot. There was a back-up device available, and no delay was reported. There was no patient involvement.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).